Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. The device history records and retain samples could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter inside one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter inside one device. No adverse impact was reported regarding the patient or user.